Event description:
Abutment fractured. Implant is no longer restorable and will remain as sleeper. An additional implant had to be placed.

Event description:
Abutment fractured. Implant is no longer restorable and will remain as sleeper. An additional implant had to be placed.